Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 2021-09-29. H6: investigation summary customer returned (12) 3/10cc, 8mm, 30g syringes in open poly bags with the shelf carton from lot # 0321256. Customer states that some syringes expelling a small amount of clear liquid. All returned syringes were examined and one sample exhibited a clear droplet of material on the cannula. A small portion of this material was removed from the sample and prepared for ftir spectral analysis. The spectral analysis shows that this material is most likely silicone. A review of the device history record was completed for batch # 0321256 all inspections were performed per the applicable operations qc specifications. There was one (1) notification noted that did not pertain to the complaint. Bd was able to confirm the customer¿s indicated failure. H3 other text : see h10.

Event description:
It was reported that the bd micro-fine¿ insulin syringe needle experienced foreign matter in the fluid path. The following information was provided: some syringes expel a small amount of clear liquid. The liquid is of real concern to us as, if we didn¿t spot it, we would be injecting an unidentifiable liquid along with the insulin (which could well be hazardous or cause serious issues), which is clearly not acceptable.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd micro-fine¿ insulin syringe needle experienced foreign matter in the fluid path. The following information was provided. Some syringes expel a small amount of clear liquid. The liquid is of real concern to us as, if we didn¿t spot it, we would be injecting an unidentifiable liquid along with the insulin (which could well be hazardous or cause serious issues), which is clearly not acceptable.